Event description:
It was reported by the aci sales professional that a (B)(6) male patient with a history of hypertension, peripheral vascular disease, multiple catheterizations, coronary artery disease and diabetes underwent a peripheral intervention on (B)(6) 2010. Access was obtained via a 6f sheath in the left common femoral artery (cfa) following what was reported as multiple arterial punctures in an attempt to gain access. Heparin was administered and there were multiple sheath exchanges during the procedure. A bilateral runoff angiogram was taken (results unknown). A stent was placed in the right iliac artery and mynx was used for femoral artery closure following the procedure. It was reported that hemostasis failed therefore a femostop was applied (no further information was provided regarding the deployment of the mynx and the nature of the failure). Following the procedure, the patient complained of pain in the left leg. It was reported that a subsequent angiogram revealed an occlusion in the left iliac as well as an occlusion in the left popliteal. Tpa was infused to the left leg via the right brachial artery. The patient was sent to surgery on (B)(6) 2010 for a thrombectomy. The surgeon stated that he removed a "foam like" substance. The specimen was not sent to pathology. The patient was discharged from the hospital on (B)(6) 2010 without further clinical sequela.

Event description:
It was reported on (B)(4) 2010 that the patient remained hospitalized. On (B)(4) 2010, aci received information that the patient expired the week of (B)(6) 2010. The exact date of death is unknown. It is unknown if an autopsy was performed and therefore the cause of death is unknown. No further information could be obtained.

Manufacturer narrative:
Based on the information received and without an autopsy report or physician's assessment, the cause of death could not be conclusively determined at this time. It was reported that the patient had multiple co-morbidities.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and the investigation performed, the cause of the reported sealant misdeployment could not be conclusively determined. It was reported that a bilateral runoff angiogram was taken. However the results were not provided. Also, the patient had history of peripheral vascular disease. Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. In addition, the removed substance was not sent to pathology. Without source documentation of a pathology report or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. It was also reported that there were multiple arterial punctures. The mynx IFU states do not use the mynx vascular closure device if the puncture is through the posterior wall or if there are multiple punctures. The review of the lhr (lot # f1021603) indicated that the mynx device met all established performance criteria prior to shipment.